Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead replacement procedure due to high impedance. The patient was doing well postoperatively and the explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.